Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was noted that the pacing impedance measurements were above 2,000 ohms when measured on the pacing system analyzer (psa). As a result, this ra lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments were returned, one 8cm in length from the terminal pin and the other 51cm in length from the lead tip. A stylet was returned in the tip section. The segments passed electrical testing; however, due to the condition of the lead, complete testing was not possible. Laboratory analysis could not confirm the clinical observations.